Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a restart as reported by the customer. The service engineer replaced the power switch as a precaution to address the finding. Applicable final testing was completed per operating specifications. The customer reported the unit was run-in before placing back in service with no recurrence reported.